Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received an scs system including a surgical lead which was implanted on (B)(6) 2011 for bilateral shoulder and arm pain. It was reported that pt's lead migrated to the right. During the surgical procedure to reposition the device, the lead was accidentally cut. A new lead was implanted, and effective stimulation was recaptured for the pt. No further complications were reported. The explanted device was retained by the medical facility.